Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary enhanced half height drawer 2.1 pocket was failed and had an error. A field service engineer (fse) identified that auxiliary enhanced half height drawer 2.1 pocket e1 displayed an error indicating invalid read and write memory. The fse removed the pocket through diagnostics, restarted the system into the application, and then recovered the pocket by updating the system to recognize its removal and completing the unload process, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer 2.1 pocket e1 displayed an error message indicating invalid read/write memory.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported due to this event.